Event description:
Subsequently, a revision procedure was performed. This lead was surgically abandoned and replaced. In addition, the device was also replaced.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead and implantable cardioverter defibrillator experienced ventricular tachycardia (vt) for which a successful shock was delivered. Post shock delivery, shock impedance measurements had decreased since implant to a low out of range measurement. An internal technical service (ts) consultant was contacted and provided with a data download to determine the actual shock lead impedance value. Ts recommended monitoring this system as a short could occur if a shock is delivered. Engineering reviewed the data and provided the actual shock lead measurement was less than 12.5 ohms. Ts concluded there may be a shock lead issue and recommended further lead integrity testing be performed. No adverse patient symptoms were reported.